Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump battery could not be charged and a power source alert occurred when attempting to charge the pump. The customer's blood glucose was 135 mg/dl. The customer reverted to an alternate method of insulin therapy.